Manufacturer narrative:
Device evaluation: the 74 x zimmon pancreatic stents of unknown lot number and rpn were involved in this complaint. With the information provided, a document-based investigation was conducted. This file is open to capture the 74 cases of off-label usage of unknown pancreatic stents pmcf for prophylactic use, stent placed in biliary duct, stent placed in a minor and stent modified. This file was created in response to pmcf / literature complaint form. Pr¿s also open in relation to this pmcf study are as follows: (B)(4) pancreatic stent pmcf-pain/discomfort and fever. (B)(4) pancreatic stent pmcf-post -ercp pancreatitis & unintended stent migration. (Emdr 3001845648-2023-00472). (B)(4) pancreatic stent pmcf-hemorrhage. (Emdr 3001845648-2023-00473). Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all pancreatic plastic stent devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. IFU & label review: as per the IFU (0055) intended use statement ¿this device is used to drain obstructed pancreatic ducts¿. As per the pmcf study there was 74 cases of pancreatic stents of unknown rpn being used: 02 stents placed for prophylactic use, 24 stents placed in the biliary duct, 01 stent placed on a minor, 46 stents modified (42 cases internal flap removal),01 stent fell out of duct prior to end of procedure. As per clinical input "the placement of a zimmon pancreatic stent for pep prophylaxis would have likely contributed to the unintended stent migration noted in the study". As per the IFU "this device is used to drain obstructed pancreatic ducts" also as per the IFU "do not use this device for any purpose other than stated intended use". Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off -label use was identified as number of unknown pancreatic stents were placed for prophylactic use, stents placed in biliary duct, stent placed in a minor and stent modified. As per the IFU "this device is used to drain obstructed pancreatic ducts". It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary: failure identified: as per pmcf study 74 cases of off-label usage of unknown pancreatic stents pmcf for prophylactic use, stent placed in biliary duct, stent placed in a minor and stent modified. Investigation findings conclude a definitive root cause of off label use as number of unknown pancreatic stents were placed for prophylactic use, stent placed in biliary duct, stent placed in a minor and stent modified. As per the IFU "this device is used to drain obstructed pancreatic ducts". Also as per the IFU "do not use this device for any purpose other than stated intended use". The complaint is confirmed based on customer/or rep testimony. According to the pmcf study, the patients did not experience any adverse effects due to these occurrences. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 20-oct-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system." Final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system. Final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system. This file captures multiple cases of off label use ¿ stents placed for prophylactic use, stent placed in biliary duct, stent placed in a minor and stent modified. No adverse effects to the patient reported in this study.